Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc for evaluation and the evaluation has been completed. Biosense webster performed visual inspection and irrigation test on the returned device. The tubing was inspected and a hole in the tube was found. Irrigation test was performed and water leakage was observed during the test. The device was dissected and observed under the microscope and the hole was observed on the surface. The potential cause of this condition could be related to the usage and handling of the device but this cannot be conclusively determined. A device history record review was performed for the finished device number, and no internal action related to the complaint were found during the review. The event described by the customer was confirmed. Instructions for use contain steps to properly prime and flush tubing. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set for which biosense webster¿s product analysis lab (pal) identified a hole in the tube. It was initially reported by the customer that during flushing and after the thermocool® smart touch® sf bi-directional navigation catheter (stsf) connection, microbubbles were generated every time. The bubbles were identified downstream from the pump. The tubing was connected to pump and used with saline bag. Bubble movements were unknown while the pump was operating, error was absent at the pump. The procedure was completed without patient's consequence. The customer¿s reported microbubble issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the tube. These findings were reviewed and assessed the issue of a ¿hole¿ in the tube as an MDR reportable malfunction since the integrity of the device has been compromised.